Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin from the reservoir was leaking, and he can see insulin between the o-rings. The blood glucose reading was 240mg/dl. No further information was provided.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specifications. No leakage or air bubbles anomalies were observed during analysis. Checked o-rings for defects and none were found. Inspected three randomly sealed reservoirs. Perform manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specifications. No leakage or air bubbles anomalies were observed during analysis. Checked o-rings for defects and none were found.